Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was something wrong with brightness. The image was so bright they couldn't see anything. Therefore, there was overexposed image. A replacement device was used to complete the medical procedure.

Event description:
It was reported that there was something wrong with brightness. The image was so bright they couldn't see anything. Therefore, there was overexposed image. A replacement device was used to complete the medical procedure.

Manufacturer narrative:
Alleged failure: something wrong with brightness. The image was so bright they couldn't see anything. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.